Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the pt was having elevated powers following implant. The pt was asymptomatic. The pt status was upgraded on the transplant list due to the elevated powers. The pt was transplanted and the pump will not be evaluated as it was disposed of.

Manufacturer narrative:
Per info received the device was disposed of by the hospital and will not be available for evaluation. No further info is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Manufacturer narrative:
A specific cause for the reported elevations in pump power, and a correlation to the device, could not be determined as the explanted pump was not available for evaluation. Based on the information available, and due to the device not being returned for analysis, no conclusion could be made as to the cause of the reported event. Pump power is a direct measurement of motor voltage and current. Changes in pump speed, flow, or physiological demand can affect pump power. The device¿s approved labeling addresses increases in pump power and explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. A review of device history records showed no deviations from manufacturing or qa specifications. No further information is available. The manufacturer is closing its file on this event.